Event description:
It was reported that the pt had a micl 13.2 implantable collamer lens implanted in the left eye in 2006. As part of the micl postmarket study, the pt reported that the "top sphincter of the pupil was not closing the way it should-dilating if adies syndrome". The surgeon's office was contacted and stated the last time seen this pt was 2009 and at that time the only thing noted was that this eye was larger than the right, but this was a pre-existing condition. Bcva was 20/20 and there was no record of adie's syndrome. Further info was requested from the pt, but not yet forthcoming. If any additional info is received, a supplement medwatch form will be submitted.

Manufacturer narrative:
Eye not closing. Eval results - a work order search was conducted, and there was one similar complaint found, which was for the same pt - other eye.